Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury and a problem with the product.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. Lawyer - filed report - (B)(4).